Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt was only receiving partial coverage. It was also reported that one of the scs leads was found to have four contacts with an invalid reading. The scs lead was removed and replaced on (B)(6) 2011.

Manufacturer narrative:
Result - the complaint was confirmed. As received, the 3186 lead was visually examined under the microscope and broken wires were observed approximately 15.5 cm from the stimulation end. Testing revealed that channels 2-6 and 8 measured open. As there was no breach of the outer tubing of the lead, this damage is consistent with an overstress condition while the lead was implanted. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.